Event description:
Ous MDR - this rv lead exhibited loss of capture and impedance issues. The lead is scheduled to be replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available follow-up data from the 12th of february 2018 were investigated. The sensing test performed on this date showed a ventricular sensing value of 1.1 mv as reported in the complaint text. Furthermore the impedance trend curve demonstrated a stable progression around 350 ohms between (B)(6) 2017. Since the middle of (B)(6) 2017 the pacing impedance has been varying around 500 ohms with one peak to 750 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.